Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-6158.

Manufacturer narrative:
.Bsc reference: a00118479 / 788703

Event description:
It was reported to boston scientific corporation in 2008 that a radial jaw 3 biopsy forceps device was used during a colonoscopy procedure performed the day before (a female patient; weight is unknown). According to the complainant, during preparation, the jaws of the radial jaw 3 biopsy forceps device would not fully open. Another radial jaw 3 biopsy forceps device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual inspection of the returned device revealed that the unit was returned with a bent needle. A functional test revealed that the device did not close properly due to the bent needle condition. The device was able to open properly. The cause of the damage is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.